Manufacturer narrative:
The lot# is currently unknown. The device was discarded, so no engineering evaluation could be conducted.

Event description:
It was reported, the physician implanted a helex septal occluder to close a patient foramen ovale (pfo) on (B) (6)2010. Post implant, the device had a flat appearance, and it was believed that a portion of the right disc was in the pfo tunnel. It was decided to leave the device in place. At one month follow up, the device appearance was unchanged from the initial implant. On (B) (6)2010, the device was revealed to have embolized to the abdominal aorta. On (B) (6)2010, the device was explanted in a transcatheter procedure, and the defect closed with a second occluder. The patient was doing well following the procedure.